Manufacturer narrative:
The third party service agent replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. It was determined that the cause of the issue was a damaged therapy pcb assembly. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the defibrillation energy charge of their device was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The third party service agent also found that the device had been tampered with and assembled incorrectly. The third party service agent provided the customer with a repair quote. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation energy charge of their device was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.